Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that on (B)(6) 2014 the time and date on the pump had reset and as a result the patient experienced a serious hypoglycemia event. Reportedly, the patient¿s blood glucose (bg) reading on the meter was ¿lo¿ (less than 20 mg/dl) with symptoms of confusion, sweating, had lost consciousness and required third party intervention. Emergency service was contacted and the patient was treated by emergency medical personnel with glucose tablets/glucose gel and oral carbohydrate. It was reported that the patient was on dialysis and had high blood pressures. Health care professional had recently adjusted the basal rate on the pump and the patient had remained on pump therapy. Customer support reviewed the time/date reset issue with the patient and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced a serious hypoglycemia event requiring third party intervention. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data did not find evidence of time/date reset to default. The total daily delivery correctly reflected the programed basal rate. The pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. The pump delivery accuracy was within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The reported time/date reset issue was not verified in the black box but duplicated in the investigation. Unrelated to the reported time/date reset issue, it was observed that the verify screen was discolored but the screens can be read/maneuvered.